Event description:
It was reported that pump displayed malfunction alarm malf 0 and could not be reset, although no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and would rely on alternate insulin method if necessary, and technical support arranged shipment of replacement pump with updated software.